Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was sepsis and urosepsis. No additional information was reported and additional information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.